Event description:
Medtronic received information that during a transcatheter aortic valve replacement procedure the physicians attempted a coronary protection (chimney). While attempting to place the safety wires into the right coronary artery (rca) and left coronary artery (lca), the physician noticed an occluded rca and a dissection at the right coronary ostium. The patient was converted to surgery. Per the physician, the manipulation with the guidewire was the likely cause of the occlusion and dissection. Subsequently, the patient died during surgery after the attempted coronary protection. Disclaimer statement: this report reflects info received by FDA in the form of a notification per 803.22 (b)(2).